Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 85% stenosed, 16 x 40mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. After pre-dilatation was performed with a 4.0 x 15 emerge balloon catheter, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found out that the proximal part of the stent was deformed. The procedure was completed with a 3.5 x 28 and 4.0 x 16 synergy¿ drug-eluting stents followed by post-dilatation with a 4.0 x 8 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.